Event description:
The physician reported on a 30-day follow up form for a patient implant in 2006, that in a follow up visit on 8/01/06, the patient had a type I endoleak. The patient was treated with a proximal cuff on 8/18/06 and the endoleak was resolved.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted.